Event description:
Per the customer, when the patient tracker is not visible and alert pops up and disappears, the image zooms in and out and distracted user. Per the customer, while holding the instrument steady the image will slightly shake and is noticeably distracting to user. The procedure was completed successfully with the same device without a surgical delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. H3 other text : device not returned.

Event description:
Per the customer, when the patient tracker is not visible and alert pops up and disappears, the image zooms in and out and distracted user. Per the customer, while holding the instrument steady the image will slightly shake and is noticeably distracting to user. The procedure was completed successfully with the same device without a surgical delay; no adverse consequences or medical intervention were reported.